Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
Additional information received reported that a surgical revision was performed, and the lead was successfully repositioned. No additional adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture due to being dislodged into the right atrium (ra). This also resulted in left ventricular (lv) oversensing of signals from the rv lead in the ra. The rv sensitivity was reprogrammed. No adverse patient effects were reported. The lead remains in service.